Manufacturer narrative:
The investigation for the low pump flow has been completed. Product and data logs were not returned for review. The root cause of the low flow was unable to be determined as limited clinical details were provided and no product was returned for review. The root cause of the pump stop was unable to be determined as limited clinical details were provided and no product was returned for review. The instructions for use for the impella cp with smartassist for use during cardiogenic shock and high risk cpi states the following: section: using the automated impella controller with the impella catheter ¿achieving an act = 250 seconds prior to removing the dilator will help prevent a thrombus from entering the catheter and causing a sudden stop on startup.¿ section: using the automated impella controller with the impella rp with smartassist system catheter ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella rp with smartassist system catheter. In this case, the motor is no longer being purged and may eventually stop. Monitor motor current and consider replacing the impella rp with smartassist system catheter whenever a rise in motor current is seen.¿.

Manufacturer narrative:
A.5 is unknown. The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental manufacturer device report will be filed.

Event description:
The complainant reported a 17-year-old female patient was on impella cp support and during support, the pump was repositioned and there was no visible flow. The pump was explanted and replaced with a new impella cp. There was no reported patient harm. The patient survived the expalnt.